Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(6) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: (B)(6). Registration no.: (B)(4). Summary of investigational findings: the investigation is based on the event description only since no imaging was provided. The celect filter was deployed in a satisfactory, but slightly tilted position. Since the filter should remain in place for an extended period of time, it was removed and replaced with a new device. No harm to the patient was reported. Based on the information provided only it would be inappropriate to speculate at what may or may not have caused the filter to tilt during the deployment. Filter tilt >15 degrees, is thought to be clinically significant. In this case the degree of tilt is only described as ¿slight tilting¿ without further information. The event description does not raise suspicion of large diameter ivc or improper deployment. The use of alternative technique to correct the tilt is not described. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended during the filter placement. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: procedures: 1. Real-time ultrasound guided access into the right internal jugular vein after documentation of selected vessel patency, and permanent imaging storing in the patient records. 2. Inferior venacavogram. 3. Ivc filter placement. 4. Post filter placement oblique imaging. The right neck was prepped and draped in usual sterile fashion. Under ultrasound and fluoroscopic guidance, the right internal jugular vein was accessed with a 5 fr micropuncture set. A 0.035 inch bentson wire was advanced into the left external iliac vein. A 5-french straight flush catheter was subsequently advanced over the wire. Gentle hand injection of contrast through the sheath confirmed positioning in the iliac vein. An inferior venacavogram was performed in this position. The cook celect sheath was subsequent advanced over the wire and placed an infrarenal position, and the dilator was removed. The filter was deployed in an infrarenal position. Subsequent imaging demonstrated satisfactory positioning of the filter in an infrarenallocation, though the axis of the filter was tilted. The sheath was removed and manual compression was applied until hemostasis was achieved. Because the filter may remain in place for extended period of time, the decision was made to remove the recently placed filter and replace it with a new device in hopes of optimizing its position. Per retrieval report: the patient is status post uncomplicated ivc filter placement (B)(6) 2015. Post procedure imaging demonstrated slight tilting of the filter which is commonly seen post deployment. However, because the filter may remain in place for extended period of time, the decision was made to remove the recently placed filter and replace it with a new device in hopes of optimizing its position. Procedures: 1. Real-time ultrasound guided access into the right internal jugular vein after documentation of selected vessel patency, and permanent imaging storing in the patient records. 2. Removal of existing ivc filter using a snare. 3. Ivc filter placement. 4. Post filter placement venacavogram. The right neck was prepped and draped in usual sterile fashion. Under ultrasound and fluoroscopic guidance, the right internal jugular vein was accessed with a 5 fr micropuncture set. A 0.035 inch bentson wire was advanced into the left external iliac vein. A 9-french 40 cm bright tip sheath was subsequently advanced over the wire into the suprarenal ivc. The catheter was removed and a 15 mm gooseneck snare was used to engage the filter. The sheath was then carefully advanced over the filter and the filter was removed through the existing sheath. A 0.035 inch bentson wire was advanced through the sheath which was removed. The cook celect sheath ((B)(4)) was advanced over the wire and placed an infrarenal position. The dilator was removed. The filter was deployed in an infrarenal position. Subsequent contrast injection demonstrated satisfactory positioning of the filter. The sheath was removed and hemostasis achieved using manual pressure. A sterile occlusive dressing was applied. The patient was transferred to recovery in stable condition. Patient outcome: successful removal and replacement of an inferior vena cava filter. The patient was transferred to recovery in stable condition.